Event description:
Additional information was obtained from the customer. The sampling occurred at reprocessing, before use. The device was sampled four (4) times but only tested positive for three (3) times.

Manufacturer narrative:
Corrected fields: b5, d9 (marked yes for returned to manufacturer) and h3 (updated evaluated by manufacturer to yes) . Inspection of the returned device found the glue on the rubber of the bending section cover was separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, germs were detected on the evis exera iii colonovideoscope. The issue was found during a routine culture of the scope. The device tested positive four (4) times. The procedure at the facility is to quarantine a device upon coming back positive three (3) times. This event did not impact any pending procedures including causing delays. The user was able to obtain the number of patients that used this scope as a result of the traceability involved with using cantel washers. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
To date, the device has not been received at olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.